Manufacturer narrative:
H.6. Investigation summary: two photos and twelve loose 10ml syringe were received and evaluated. It was observed the "oily" substance appeared to be silicone and was the normal and expected amount per product specification. No silicone was found on the outside of the barrel. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe has excessive oil inside the fluid path with a bd 10ml slip tip syringe. The following information was provided by the initial reporter: it was reported that the syringes are excessively oily on the inside of the fluid path.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe has excessive oil inside the fluid path with a bd 10ml slip tip syringe. The following information was provided by the initial reporter: it was reported that the syringes are excessively oily on the inside of the fluid path.